Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling. (B)(4)

Event description:
It was reported that the procedure was performed to treat a lesion in the proximal right coronary artery. The 2.5 x 28 mm xience alpine stent delivery system (sds) was advanced to the lesion, but resistance was noted with a previously implanted proximal stent and the sds could not be advanced. The sds was removed, and resistance was again noted with the implanted stent. The physician noted that the guide wire may have been caught on the implanted stent. During removal, the xience alpine stent dislodged from the sds balloon and remained in the vessel. The physician believed that the guide wire may have been caught in a stent strut. An additional un-specified stent was used to crush the stent against the vessel wall, and successfully treat the lesion. No additional information was provided.

Manufacturer narrative:
(B)(4).